Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect medical device info and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of flu and peritonitis in a patient coincident with dianeal pd4 therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During the call with the (B)(4) baxter customer services, the following was reported. On an unreported date, the patient experienced flu manifested by fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdomen pain and cloudy effluent and was hospitalized. The patient was treated with unspecified antibiotic therapy ip everyday. The patient was recovering from this peritonitis event.